Event description:
(B)(4). Dealer states that the pivot link has cracked 2 inches from where it attaches to the crossbar. This was with a patient when failed. Usage about 2 weeks. Not sure if indoors and outdoors, in a facility. Replace parts.